Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker showed decrease in longevity. Moreover, it was also noted that the patient was in atrial fibrillation (af) for some time. An engineering analysis was performed in which data showed that the device was depleting normally. There was an increase in power due to the start of persistent atrial arrhythmias. To date, the device remains in service. No adverse patient effects were reported.